Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead (rv) exhibited pace impedance greater than 2,000 ohms. Capture thresholds were also greater than six volts and lead fracture was suspected. This lead was capped and abandoned and a subcutaneous implantable cardioverter defibrillator system was successfully implanted. No additional adverse patient effects were reported.